Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas 6000 c (501) module. The initial result was 3.69 mg/dl. The repeat result was 0.82 mg/dl. The questionable result was reported outside of the laboratory. The crep2 reagent lot number was 62066601 with an expiration date of 30-nov-2022.

Manufacturer narrative:
The customer had no issues with any other tests. Calibration was last performed on 28-mar-2022 and was acceptable. Qc was acceptable. "Sample short" and "abnormal probe sucking" alarms were observed on the alarm trace data. No issues were identified during review of the reaction monitor. The field service engineer (fse) found tubing was torn off of the rinse station. The fse replaced the rinse tube, adjusted the rinse volume and flushed the sample and reagent probes. The service actions resolved the issue.

Manufacturer narrative:
A general reagent issue has been ruled out since calibration and qc were acceptable. The investigation determined that the issue found by the fse was the root cause of the event.